Event description:
It was reported that a proximal femur revision surgery was performed on (B)(6) 2015 status post a re-fracture at the same level; the patient appeared to have a non-union. The original surgery occurred approximately 8 weeks ago in which the patient was implanted with a proximal femur hook plate to address a peri-prosthetic fracture distal to a total hip replacement. During the revision surgery the hardware was removed without difficulty and the patient was implanted with a new plate and screws, cables, and bone grafting. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported. This report is for one unknown screw/unknown lot number. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint was re-reviewed and determined to be non-reportable based on the rationale as follows: not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.